Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc (note: unrelated to the reported issue, some routined update work was performed on an internal component of the esu.). All features were/are functioning properly within specifications on both devices (note: unrelated to the reported issues. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the events. A review of the chronological log on the date of the incidents showed that the equipment was not used on that date. Nevertheless, there were many factors involved in the reported events. However, it appears that upon the interventions, the remaining wall did not stay intact which resulted in the perforations. Nonetheless, no conclusive determination could be made as to the cause of the events. The account is being made aware of the findings. To further address the issue, additional in-service work was performed on 09/03/2017 with the medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(4)) was involved in two (2) patient incidents. The events were as follows: the first incident involved a patient in which a polyp was removed in the right colon. The apc settings used to treat the remaining tissue were apc pulsed, effect 2, 20 watts. The patient returned the next day with pain and bleeding. A blood clot had formed on the treated area, but there was no perforation. However, a perforation occurred and the surgery was performed to address the issue. On a three month follow-up of a post polyp removal involving a female patient (+ 50 years of age), argon plasma coagulation was used (note: unknown if biopsy forceps were also used.) [Note: second incident.]. The apc settings used were apc pulsed, effect 2, 20 watts. Later that evening, the patient returned and a perforation was detected. Surgery was performed to address the issue. Note: the physician reported that the events were caused by "over coagulation".